Event description:
It was further reported that the nurse call cable sheathing was frayed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was further reported that the nurse call cable sheathing was frayed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the nurse call cable sheathing was frayed. Follow-up submitted as further investigation determined it was the cable adapter that was cosmetically damaged; however, no wires were exposed. This is not likely to harm the patient as the nurse call was still functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.